Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. The customer stated that the insulin pump had been splashed with water prior to the alarm occurring. Advised replacement of the insulin pump. The customer stated she was now treating with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.